Event description:
It was reported to boston scientific corporation in 2006, that a jagwire was used during a procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, the pebax coating of the guidewire completely detached into the distal of the cannula. Procedure completed with another of same jagwire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed that the entire length of pebax became detached. The evaluator noted that the corewire was not fractured and that adhesive was present on the corewire indicating that the pebax was glued as specified. The customer complaint of pebax detachment was confirmed; however, the cause of the reported malfunction is undetermined.